Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Efforts were made to obtain the lot information, but it was unable to be obtained.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to inserting the sheath into the patient, the sheath was noted to have been leaking. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.